Event description:
It was reported that a patient presented with an error message noted upon interrogation of the patient's implantable cardioverter defibrillator. As the patient was dependent, it was elected to explant the device. The device was explanted and replaced. No adverse patient consequences were reported.